Manufacturer narrative:
E1: complainant city: (B)(6). Complainant state: (B)(6). Complainant country: australia. Name of affiliation: (B)(6) hospital. H6: medical device problem code: as per the information provided by complainant, for the issue dressing was too strong, the imdrf med. Dev. Prob. Code a050901 (adhesive too strong) is not available for selection. It was also reported that there were ten patients involved. Hence, separate reports are being submitted for the other nine patients involved with unknown lot number since the healthcare staff were unable to confirm whether all affected dressings belonged to the same batch, as the original packaging had been discarded. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
The complaint was received by company representative from a hospital physician that the adhesive was particularly strong, resulting in difficulty for healthcare staff when removing it from the patient¿s skin. Upon removal, silicone residue from the dressing was observed on the patient¿s skin. The issue was noted primarily in frail elderly patients with friable skin. The strong adhesion had the potential to cause skin damage during removal. Moderate bleeding was reported. Tissue damage was observed in the form of skin tears (partial thickness), particularly when the dressing could not be removed easily. Skin irritation was also reported, characterized by redness. The dressing had been in place for approximately three days and was applied to the periwound area for prophylactic use of a sacral dressing, not directly over an existing wound. No additional products were used in conjunction with the dressing. The alleged malfunction required medical attention in the form of additional products to assist with removal of the dressing from the patient¿s skin. However, no prescription medications were administered, and no hospitalization was required. Despite the issue, the product type continued to be used as it was considered essential for patient wellbeing. No information on concurrent medications or laboratory testing was available. No photograph was available at this time.